Event description:
On 9/28/94, the thermodilution catheter was inserted for surgery. The pt underwent quadruple coronary artery bypass. During surgery, the pt experienced rupture of pulmonary artery in right lower lobe with significant bleeding and coagulopathy. Chart documentation reflects that the rupture was due to the catheter that had been in place for three to four-and-a-half hours. Model is more rigd than other models. This pt further developed a spontaneous skin rupture in left hand that also bled significantly due to the coagulopathy. The pt expired at 2230 on 9/28/94.